Event description:
It was reported that during a da vinci prostatectomy procedure, the customer noted that the prograsp forceps instrument wire was out and frayed. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported. The surgery was completed.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the pitch up cable was found to be frayed at the distal clevis hub. The cable segment that contains the crimp was still installed in clevis. The clevis did not exhibit any damage or wear marks. No other damage was found. The frayed strands stuck out at the wrist. Other cables at wrist are not damaged. No other damage was found.